Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown. A trend related investigation was performed. No trend could be identified. The root cause could not be determined.

Manufacturer narrative:
The complaint product is not available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by an ophthalmologist that two patients each experienced a corneal erosion in 2006. No further information is available regarding the report.